Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified middle of the left circumflex artery. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during the procedure, the protector tip was damaged, and the balloon burst. The procedure was completed with another of the same device without any patient complications reported. The patient was in good condition.